Event description:
It was reported that this insertable cardiac monitor (icm) fell out of the patient's pocket about a month after implant. The patient is undergoing a new implant procedure with a new icm. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling.